Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that a cartridge o-ring was found on the pump. There was no impact to customer¿s blood glucose. Reportedly, the cartridge was changed to address the issue.